Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source ¿s image was lost and an error code e103 appeared. The event occurred during an unspecified procedure. The intended procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's allegation regarding no image and error e103 was not confirmed. Based on the results of the investigation, a likely root cause of the error message and no image was unable to be determined, since device evaluation was unable to reproduced the issues. Olympus will continue to monitor field performance for this device.